Event description:
It was reported that four years two months and twenty-five days post port placement procedure, the catheter tubing allegedly broken in the clear adaptor piece where the port meets the catheter and attachment. It was further reported that a piece of the catheter was unable to be removed from the patient. The patient was unable to have the new port placed in the chest and required to have a different type of port placed in the arm. Patient had extravasation to the site during an injection. Reportedly, surgery was performed to remove the port. The patient is stable.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Expiry date: 04/2020.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI implantable port, one catheter segment and one cath-lock was received for evaluation and one photo was provided for review. Visual, gross visual, microscopic evaluation, dimensional observation and functional tests were performed. Upon, photo review, the catheter segment was noted to be fractured and separated. Therefore, investigation is confirmed for the reported fracture and material separation issues as a complete compound break was noted on the distal end of the catheter segment returned and were noted to be uneven and rough. The investigation is inconclusive for the reported difficult to remove and blocked connection issues as the exact circumstance at the time of the reported event was unknown and could not be reproduced in the lab. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 04/2020). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that four years two months and twenty five days post port placement procedure, the catheter tubing was allegedly broken in the clear adaptor piece where the port meets the catheter and attachment. It was further reported that the port was not accessible. Reportedly, piece of the catheter was unable to be removed from the patient. The patient was unable to have the new port placed in the chest and required to have a different type of port placed in the arm. Patient had extravasation to the site during an injection. The surgery was performed to remove the port. The patient is stable.